Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported, in 2005, the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was located in the popliteal artery. The vessel was severely tortuous; the lesion was restenotic post pta with severe calcification. The target lesion vessel reference diameter of 5.0mm; the target lesion length was 3mm. Data for the number of inflations, time and maximum inflation pressure was not provided. Target lesion pre-procedure stenosis of 80% and post-procedure stenosis was 30%. The level of pain perceived during the procedure was lower rated as compared to conventional therapy. At the one, three and 6 month follow ups, the target lesion remained patent. At the 12 month follow up, the patient's status was dead. No additional follow up information was provided. Date of death was not provided.